Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome- other. It was reported that the ins was hot inside of their body and then it stopped working. The caller stated that it stopped working immediately after it was replaced. They said the issue occurred after damaged dtc (desktop charger) was replaced. The caller called back later that day stating the dtc's cord is frayed. They said the device is burning the patient and the patient can feel the heat ever since they got their new device. On (B)(6) 2019, they called back and said the recharger is getting black and reiterated that they've had issues with the new dtc cord since the day they got it. The caller also said the recharger is getting too hot while charging where the patient cannot touch it. No further complications reported/anticipated.